Manufacturer narrative:
(B)(4). Concomitant medical product(s): item# 00434901213; tm reverse stem 12mm x130mm; 64392164. Report source: foreign: event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the surgeon impacted the liner to the stem, but it couldn't be assembled because of the stem's interfering projection. Then he opened a backup liner to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5 d10; g4; g7; h1; h2; h3; h6. Visual examination of the returned product identified marks outside the anti-rotation slot, which possibly happened due to impacting the liner on to the stem post. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.